Manufacturer narrative:
The impella device was received from the customer on 13-apr-2023. Data analysis: aic logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ¿ event set #360) and smbus alarm (event #352) due to low pack voltage (imc ic2565.pdf). Additionally, the lt logs showed that battery 1 had a cell imbalance and then was fully depleted (ic2565ltpowerdata). Device analysis: the failure mode was reproduced on an engineering bench. The battery 1 pack voltage was measured to be 0 v rather than the expected 16 v, and the battery lcd indicator was blank (fully discharged). Batttest showed battery 1 dead (ic2565 batttest.png). Root cause: the battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. Repair: please replace the battery set (0042-3016), validate charging, and perform a full functional check on the console and optical system (0042-7316).

Event description:
Battery failure (red alarm). No patient case involved. Another aic has been used for the case.